Event description:
The customer reported artifacts in the fluoro image and no dose reporting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired video and ground connections. System operates as intended. (B) (4).